Event description:
Medtronic received a report that the patient was undergoing treatment of a saccular, unruptured posterior communicating artery aneurysm with a max diameter of 5 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the detachable coil apb-2-4-3d-es was selected for filling. The tail end of the coil was stretched and replaced with another coil to successfully complete the operation. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported there were no issues that resulted in the damage that was found. There was no resistance. There was no damage to the catheter was a medtronic product.

Manufacturer narrative:
Product analysis: as found condition: the axium prime coil was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The unknown medtronic micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the axium prime pusher. The axium prime implant coil was found stretched with the polypropylene filament broken. Testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.